Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018 crts 3693381 (hcp, rep): information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported a short circuit was seen when impedances were done at the last clinic visit. It was noted a pair with impedance value was at less than 50 ohms. The rep was not with the patient or healthcare provider (hcp) to do further troubleshooting. The ins was depleted on (B)(6) 2018 but the short circuit was seen at a clinic visit on an unknown date. It was unknown if there was a known activity or event that prompted the issue. No troubleshooting had been performed as the battery was depleted and couldn¿t be interrogated. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the physician reported the short circuit to them on the day of the revision procedure. Troubleshooting included a lead impedance check, both at 1.0 and 2.0, to see if the 50 ohms had cleared. The physician elected to replace the ins and the lead. The cause of the short circuit was not determined.